Event description:
Leica biosystems (lbs) received a tissue processing complaint with tissue biopsies impacted. On 29 may 2025, leica biosystems received information that four (4) patients require specimen re-biopsy as diagnosis could not be made. The lbs field applications specialist (fas) investigating this event with the complainant documented the customer is unwilling to provide patient identifier information for the four (4) patients where specimen re-biopsy was required.